Event description:
It was reported that the patient experienced low glucose documented at 50 mg/dl while using the ilet and disconnected from the system for approximately two weeks; during a support call, the agent assisted with a factory reset of the ilet, paired a libre 3 plus sensor, and changed supplies to an inset 23 in, 6 mm infusion set. Investigation of this case revealed no device malfunction identified during the call and that the system functioned after reset and reconnection. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. It was concluded that the cause of hypoglycemia was unclear and that the device operated as expected following troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.